Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding patient receiving dilaudid (hydromorphone) via an implantable pump. The indication use was for spinal pain. It was reported that they went to the healthcare provider office yesterday and they did an increase because the pump was working. The patient stated that after they came home and tried to do a bolus, they started getting an error message that said patient bolus disabled. The agent asked the patient what the error message was, and patient stated that the personal therapy manager (ptm) was reading ¿configuration was invalid and contact clinician.¿ the issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.